Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that three years ago, there was an issue where customer advised a police officer that blood glucose was low and needed to suspend insulin pump. Customer reported that police officer ended up delivering all of the insulin into customer causing customer to be hospitalized for one week. Customer inquired if a trainer could come and give information on functionality of the insulin pump for litigation reasons. Customer's blood glucose was unknown. Customer would call back due to not being able to give full account information.